Manufacturer narrative:
An event of valve leaflet fracture and patient-device incompatibility was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event of valve fracture could not be conclusively determined but may have been caused by some external force being applied to explant the valve which overstressed the carbon material. The cause of patient-device incompatibility was due to patient growth. The reported surgical intervention was under case-specific circumstances as device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 15 dec. 2014, a 19mm masters mitral valve was selected for implant. On (B)(6) 2025, it was noted that there was a general narrowing of the valve as the patient grew, so it was decided to replace the valve. During the removal of the mechanical valve, one of the leaflets became damaged and fragments fell into the left ventricle. Most of the fragments were retrieved, but a few sand-sized pieces could not be found. The left ventricle was washed with 2 liters of saline. After that, the left ventricle was checked again to confirm that there were no fragments. An x-ray was taken, but no fragments were found. The device was replaced with an 25mm masters valve.

Event description:
It was reported that on (B)(6) 2014, a 19mm masters mitral valve was selected for implant. On (B)(6) 2025, it was noted that there was a general narrowing of the valve as the patient grew, so it was decided to replace the valve. During the removal of the mechanical valve, one of the leaflets became damaged and fragments fell into the left ventricle. Most of the fragments were retrieved, but a few sand-sized pieces could not be found. The left ventricle was washed with 2 liters of saline. After that, the left ventricle was checked again to confirm that there were no fragments. An x-ray was taken, but no fragments were found. The device was replaced with an 25mm masters valve.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.